Event description:
After performing the zeroing procedure on the pic catheter sensor, the monitor automatically shut down and restarted when the measurement of icp and ict values was initiated. The monitor or the connecting cable, both components were replaced and the sensor was tested on different's monitors. However, in all cases, after several seconds of measurement, the monitor repeatedly restarted. The catheter replacement has corrected the issue.